Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "unit is occluding @ 2.20psi on medium setting" which was reproduced while running an infusion. During the evaluation, the downstream sensor current reading was out of specification. The downstream pressure plate gap was also found out of specification. The downstream sensor was recalibrated.

Event description:
It was reported that a spectrum pump is occluding at 2.20psi on medium setting during preventive maintenance testing. It was also reported there was no patient injury.